Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on a 4mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured on its first inflation. A non-cordis device was used as a replacement, and the procedure was completed without issue. There were no reported injuries to the patient. The device was used for pre-dilation at the external iliac artery (eia) which had a chronic total occlusion (cto). The target site vessel was moderately calcified and moderately tortuous with 100% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure and was not able to cross the lesion. The device was removed easily and intact in one piece from the patient. The device was not returned for analysis. A product history record (phr) review of lot 82290536 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be verified as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a moderately calcified and tortuous chronically occluded lesion likely contributed to the reported event. However, without the return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon on a 4mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured on its first inflation. A non-cordis device was used as a replacement, and the procedure was completed without issue. There were no reported injuries to the patient. The device was used for pre-dilation at the external iliac artery (eia) which had a chronic total occlusion (cto). The target site vessel was moderately calcified and moderately tortuous with 100% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure and was not able to cross the lesion. The device was removed easily and intact in one piece from the patient. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.